Manufacturer narrative:
Additional information received on complaint of syringe infusion pumps/medfusion 4000 pumps not recognizing battery and charging battery along with door case damage. The event date occurred (B)(6) 2020. No other available information was received.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. Both tamper seals were removed. Visual inspection revealed that the top case corners were cracked, the bottom case was cracked by the l-bracket, and the gasket was broken. The right plunger case was also cracked. The investigator noticed that there was fluid ingression in the top and bottom cases. A review of the event history log revealed a battery communication timeout error. There was also a base hardware failure (the failed value was 24.0000). The investigator performed a battery diagnostic. The reported product problem (battery not recognized by the pump) was replicated during the diagnostic test. This product problem resulted from fluid ingression to the interconnect and main boards. This ultimately resulted from damage caused to the pump by the customer. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the medfusion pump was failing to recognize/charge the battery. The case was also damaged. No patient injury or complications were reported in relation to this event.